Manufacturer narrative:
Date of submission (B)(4) 2018.device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data did not reveal any evidence of power on reset. The battery cap and battery compartment were intact and without damage. The battery cap measured within the required specifications and fit on the pump securely to maintain electrical connection for investigation. The pump was powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the ¿intermittent power¿ complaint. There was no damage, defect or contamination of the pump¿s interior components. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method codes: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.